Manufacturer narrative:
B5; additional information received; the patient had a previously stent graft prior to the implantation of the endurant cuff. The make and model of this device is unknown. The endoanchors did not immediately fix the type 1a endoleak. However the physician expected that once heparin wore off that it would seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft cuff (etcf2828c49e) was implanted, during the endovascular treatment of an abdominal aortic aneurysm. It was reported, during the index procedure. A type ia endoleak was identified. Intervention was preformed to treat the endoleak, where two heli-fx endoanchors were successfully deployed. However, the applier stopped working and a replacement heli-fx applier was used to complete the deployment of the endoanchors. Per the physician, the cause type ia endoleak is undetermined. No additional clinical sequelae were reported. And the patient is fine.

Manufacturer narrative:
B5;additional information received; the cause of the ia endoleak is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.